Event description:
The following was reported to hamilton medical ag: summary: loss of external power in stand-by mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction from 18.06.2024: corrected a copy and paste error in section d4 (UDI and model nr.) And section g4 (510k number). The entries were from hamilton-c6 instead of a hamilton-c3. --- root cause: defective power supply. Correction: replaced defective component.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: defective power supply. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power in stand-by mode.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power in stand-by mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: correction from 18.06.2024: corrected a copy and paste error in section d4 (UDI and model nr.) And section g4 (510k number). The entries were from hamilton-c6 instead of a hamilton-c3. Root cause: defective power supply. Correction: replaced defective component. Hamilton medical ag complaint number: cer (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information, updated fields.